Manufacturer narrative:
Both the device and lead will not be returned thus no analysis will be completed. Should additional information become available this pi will be updated.

Event description:
Boston scientific received information that this post operative checks of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead showed high out of range pacing impedances. The rv lead was disconnected and reconnected back to the device which showed normal values. A connection problem was suspected. The device and lead remain implanted. No adverse patient effects were reported.